Event description:
Facility reported that blood began leaking during treatment when crack in the header was discovered. Blood rinsed back, dialyzer was replaced with a dry f8 and primed with saline and 3cc of heparin. Treatment restarted and continued without difficulty. Estimated blood loss is 50cc. No medical intervention. Sample is available for examination. Medwatch filed on the blood loss.